Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient developed a recurring infection at the implant site. The patient underwent a debridement of the site on (B)(6) 2011 and is currently complainin f pain at the implant site. The implanted device remains.